Event description:
In this event, a pt reported experiencing an unspecified allergic response after placement of two xive s implants approximately one yr earlier. No further info is expected.

Manufacturer narrative:
While it is unk if the dental implants used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.